Event description:
The synchromed ii pump makes a continuous ticking noise, similar to the ticking of a clock. This has been an ongoing occurrence for over a year. The ticking noise can be heard in a quiet room without the need of a stethoscope or other sound amplifier.